Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion issue in the tubing on (B)(6) 2024. The blood glucose level was unknown, but value displayed high and multiple daily injection were given for correction. The patient replaced the infusion set and resumed on insulin successfully. No further information available.